Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: device requested but not available.

Event description:
The initial reporter complained of questionable inr results from a coaguchek pro ii meter serial number (B)(4) compared to the siemens dade innovin method. This medwatch will cover strip lot 34450212. Please refer to the medwatch with patient identifier (B)(6) for information on strip lot 37858512. For patient 1 on (B)(6) 2019 using strip lot 34450212, the meter result was 5.3 inr and immediately following another meter result was taken from a different finger with a result of 4.8 inr. Ten minutes later the laboratory result was 3.6 inr. For patient 2 on (B)(6) 2019 using strip lot 37858512, the meter result was 5.9 inr. Ten minutes later the laboratory result was 3.6 inr. There was no allegation of an adverse event. The laboratory results were deemed to be correct. The test strips were requested for return but were no longer available. Relevant retention test strips (lot 34450212) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.